Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the buttons on the customer's insulin pump were lagging; the customer could press a button and it would take a minute for the pump to respond. The patient's blood glucose at the time of incident is unknown; however, her blood glucose was 18.0 mmol/l earlier in the day. The customer treated with a manual insulin injection and by changing her infusion set but her blood glucose rose to 24 mmol/l. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.